Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, surgeon noticed scratch on the lens and the lens was in contact with the patient eye. The lens was discarded. Surgeon stated back up lens was fine. There are two medical reports associated with same event. This file belongs to 1 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).